Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue, basal history reportedly does not match the current active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on april 15, 2014 at 12:04 pm. The total daily dose added up to correctly equal the programmed basal target. The pump was exercised for 24 hours without issue. During testing, boluses were executed correctly by the pump and recorded in the history in the correct order and at the correct time. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications without malfunction.